Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, the electrical contacts of the connector are unstable due to wear of the pins and locks of the video connector receiver due to repeated use for a long period of time, or failure due to the user applying excessive force to the output socket. It is presumed that the b30 error was left unattended because it interfered with image transmission and communication between the scope and the video processor. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the error b30 which indicated communication error was occurred. The reported phenomenon occurred only when the particular endoscope (tjf-q190, serial number (B)(4) ) was connected to the subject device. There was no report of patient injury associated with the event.